Event description:
Welch allyn factory service identified an intermittent loss of the ECG signal. The device was initially returned by welch allyn canada for ECG artifacts that were not confirmed. No pt involvement.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint of ECG artifacts could not be confirmed, but during testing, the factory service technician identified an intermittent loss of the ECG signal on the display. The cause of the signal loss was due to a main circuit board ic (integrated circuit) chip that would intermittently stop the generation of transmit and receive signals. Replacement of the main circuit board resolved the failure.